Event description:
The customer alleged that the audio alarm was intermittent. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could not duplicate the reported problem. However, the cse replaced the alarm as a precaution. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. Customer repoerted no patient involvement. The report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.